Manufacturer narrative:
The universal seal accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a davinci-assisted ileocolic resection, the valve of the universal seal accessory detached and fell into the patient. The fragment was retrieved during the same procedure, and the procedure was completed. The customer stated that the accessory was inspected prior to use and no damage or abnormalities were noted. The exact circumstances of when the fragment fell into the patient are unknown; however, the fragment was confirmed via the endoscope . The surgeon believes the issue may have been caused by possible contact with mcs. The fragment was retrieved using an instrument, but it is unknown whether all fragments were retrieved; confirmation was performed by endoscopic visualization. A post-operative x-ray was performed to check for any remaining fragment, and the patient has not returned to the hospital for any complications related to a retained foreign object.